Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco lobectomy, when the two cartridges were used, the tissue was stuck to the cartridge and did not come off. As it was used on the specimen side, no big issue was arose. The device was removed from the tissue by force but no tissue damage was caused. There was no patient injury.